Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted the organic light emitting diode (oled) screen was discolored. Functionally, the handle was received with a fully depleted battery and was inserted into a sigsbchgr to charge. Eventually, the charging light emitting diode (led) changed to flashing red. The handle was removed from the charger but it did not initialize. The handle was opened up and the individual cell voltages were measured. The thermocouple was intact. A review of the system logs showed there were no instances where the user was unable to fire a reload that was connected to the device. The issue was resolved by replacing the battery with a known working one. The handle initialized, the oled screen worked, the piezo sounded, and the motor test passed. A representative clamshell and adapter were attached and calibrated. All rotation buttons were functional. Both green safety key was functional and illuminated properly. The device tested satisfactorily. A representative loading unit was attached, recognized, and articulated with no issues. The handle was green key reset. It was reported that the device did not enter firing mode. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the battery was found to be vented. The most likely cause for the additional condition is traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic esophagectomy, the device had a regrasp alarm and upon gastric tube formation, the tissue was clamped within the jaws and the green button was pressed, however, there was no response. It would not enter firing mode. A new product was used and completed the procedure without any problem. There was no patient injury.